Event description:
It was reported that the g3hf unit was stuck on "please wait", low oxygen. The patient became weak and had trouble breathing due to the lack of oxygen, the ambulance was called and the patient was transported to the ER where he was treated with a nebulizer, o2, and steroids for copd exacerbation.

Manufacturer narrative:
The device was returned and it is under evaluation.